Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing pain at implant site after a head trauma. A CT scan confirmed fluid collection around the implant site. The recipient was instructed to use a glasscock over implant for compression and was started on omnicef. The recipient's pain has reportedly stopped.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.